Event description:
It was reported that in the study "midterm results of a contemporary, porous-coated acetabular system in patients undergoing primary total hip replacement for degenerative hip disease: a prospective, multicenter study", two patients had revision of the stem due to periprosthetic fracture.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So, the reported event could not be confirmed. A medical investigation was conducted and in this study it was reported that all study participants received an r3 acetabular shell with stiktite porous coating (s+n) with sizes ranging from 48 to 68m od along with either a 10-mrad irradiated and remelted xlpe liner or an alumina ceramic liner with various stems. The article documented that 3 patients underwent component revision or removal and all 3 were revised to pe liners which occurred prior to the subject¿s 3-month follow-up visits. Within this group, 2 femoral stem revisions for periprosthetic fracture ((B)(4)), and 1 for a deep hip infection ((B)(4)) requiring full explantation of all components. No patient specific documentation or information has been provided for inclusion in this medical investigation as of the date of this assessment. Of note, there was a class ii device recall for r3 3-hole hemispherical stiktite coated shell, manufactured in sizes 40-60mm od; however, the product/lot numbers were not provided, therefore it is unknown if any of the r3 shells implanted/referenced in the article were involved in the recall # z-2333-2020 event. In conclusion: based on the article information provided, the root cause of 2 early post-op revisions were due to periprosthetic fractures, although the root cause of the fractures could not be concluded ((B)(4)). The root cause of the 3rd revision was reportedly a deep hip infection; however, no lab/pathology result was referenced in the article and a root organism could not be identified ((B)(4)). The patient impact beyond the reported symptoms and subsequent revisions noted in the article could not be expanded upon without patient specific documentation. Without the actual product and lot numbers, involvement in the r3 shell recall event could not be confirmed. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, include but not limited to excessive forces applied to implant and inadequate design. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.